Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the involved front panel assembly and noted visible fluid ingress in the touchscreen. The front panel assembly was installed in a known good unit for testing and the bottom right side of the touchscreen was unresponsive, duplicating the reported issue. The fluid ingress has been determined to be the root cause of the reported issue and will be internally investigated.

Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that the vela ventilator screen appears delaminated at the bottom right-hand side and is non-responsive to touch. The customer stated that there was no patient involvement.